Event description:
It was reported that during an unknown procedure, the scalpel could not pass the pre-run test. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was received with the distal tip of the blade broken off and it was returned along with the instrument. The remaining blade portion was noted to be discolored (blue) due to heat generated from contact between the blade and tissue pad. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device that could not pass the pre-run test. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. When the blade is damaged and prior to it breaking, it is possible to fail pre-run test, resulting in an alert screen. This was not/was seen during our testing.